Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / severe pelvic pain") and dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)") in a 26-year-old female patient who had essure (batch no. A61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's past medical history included gravida ii, parity 4 (B)(6) 2006, (B)(6) 2008, (B)(6) 2011, (B)(6) 2013), premature delivery, acid reflux (oesophageal), bipolar disorder, influenza, pap smear abnormal, human papilloma virus infection, gerd, smoker, hypothyroidism, cholecystectomy, vulvovaginal candida and cervical dysplasia. Previously administered products included for bipolar disease: venlafaxine; for herpes suppression: acyclovir; for an unreported indication: omeprazole. Concurrent conditions included obesity, uterine enlargement and anesthesia. Concomitant products included aripiprazole (abilify) for bipolar disorder. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain, dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), back pain ("severe lower back pain"), pain ("mild whole body pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, migraine, vaginal discharge and alopecia had resolved and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, headache, nausea, back pain, pain, fatigue and weight increased outcome was unknown. The reporter considered alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 220 lbs. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. (B)(6) 2013 : urine pregnancy : component: hcg, urine -negative (B)(6) 2016 : surgical pathology report : final pathology diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix : -no significant abnormality endometrium : -multiple endometrial polyps -secretory pattern -negative for hyperplasia or malignancy myometrium : -no significant abnormality fallopian tubes: -no significant abnormality -essure coils identified in proper location specimen : uterus and fallopian tubes, hysterectomy with bilateral salpingectomy clinical data: primary dysmenorrhea, chronic pelvic pain gross description: uterine corpus: 6.5 x 6 x 4.5 cm. Cervix: 3.5 cm in length by 3.5 cm in diameter. The ectocervix is tan and smooth with a 1.8 cm linear os. Endometrial cavity findings: the endometrium is lush and polypoid, measuring up to 0.6 cm thick. There are multiple probable polyps up to 2 cm in greatest dimensions that do not involve the myometrium. Myometrium findings: trabeculated and up to 3 cm thick. There are no masses or lesions. Right tube: fimbriated 8.5 x 0.6 cm. Sections are unremarkable left tube: fimbriated 8.5 x 0.6 cm. Sections are unremarkable other findings : both fallopian tubes insertion sites demonstrated a 2.5 x 0.1 cm, silver, metallic, coiled wire that appears normally in place. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea, chronic pelvic pain, dyspareunia" most recent follow-up information incorporated above includes: on (B)(6) 2018: "abnormal vaginal bleeding, abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), depression, migraines, headaches, nausea, severe lower back pain, mild whole body pain, fatigue, vaginal discharge, weight gain, hair loss, did you undergo an essure confirmation test- no", lot number, reporter, historical condition added from pfs. Historical and concomitant condition,lab data added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / severe pelvic pain") and dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)") in a 26-year-old female patient who had essure (batch no: a61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's medical history included multigravida, parity 4 (on (B)(6) 2006, on (B)(6) 2008, on (B)(6) 2011, on (B)(6) 2013), premature delivery, acid reflux (oesophageal), bipolar disorder, influenza, pap smear abnormal, human papilloma virus infection, gerd, smoker, hypothyroidism, cholecystectomy, vulvovaginal candida and cervical dysplasia. On (B)(6) 2013 : urine pregnancy : component: hcg, urine -negative. Specimen : uterus and fallopian tubes, hysterectomy with bilateral salpingectomy clinical data: primary dysmenorrhea, chronic pelvic pain. Gross description: uterine corpus: 6.5 x 6 x 4.5 cm. Cervix: 3.5 cm in length by 3.5 cm in diameter. The ectocervix is tan and smooth with a 1.8 cm linear os. Endometrial cavity findings: the endometrium is lush and polypoid, measuring up to 0.6 cm thick. There are multiple probable polyps up to 2 cm in greatest dimensions that do not involve the myometrium. Myometrium findings: trabeculated and up to 3 cm thick. There are no masses or lesions. Right tube: fimbriated 8.5 x 0.6 cm. Sections are unremarkable left tube: fimbriated 8.5 x 0.6 cm. Sections are unremarkable other findings : both fallopian tubes insertion sites demonstrated a 2.5 x 0.1 cm, silver, metallic, coiled wire that appears normally in place. Previously administered products included for bipolar disease: venlafaxine; for herpes suppression: acyclovir; for an unreported indication: omeprazole. Concurrent conditions included obesity, uterine enlargement, anesthesia and fibromyalgia since 2011. Concomitant products included aripiprazole (abilify) for bipolar disorder. On (B)(6) 2013, the patient had essure inserted. In january 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"), 3 years 1 month after insertion of essure. In june 2016, the patient experienced nausea ("nausea"), fatigue ("fatigue/ tiredness") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced depression ("depression / psychological or psychiatric problem- condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced back pain ("severe lower back pain"), pain ("mild whole body pain") and alopecia ("hair loss"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, migraine, vaginal discharge and alopecia had resolved and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, headache, nausea, back pain, pain, fatigue, weight increased and anxiety outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 220 lbs. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Pathology test: on (B)(6) 2016: final pathology diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix : no significant abnormality endometrium : multiple endometrial polyps -secretory pattern -negative for hyperplasia or malignancy myometrium : no significant abnormality fallopian tubes: no significant abnormality: essure coils identified in proper location. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea, chronic pelvic pain, dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: added event mental anguish and updated events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("painful menstruation") and dyspareunia ("dyspareunia"). The patient was treated with surgery (removal of her essure device by total hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea and dyspareunia to be related to essure. Company causality comment: this spontaneous case report refers to a plaintiff who had essure inserted and experienced severe pelvic pain. She underwent removal of her essure device by total hysterectomy, three and a half years after insertion. Pelvic pain is anticipated in essure's reference safety information. Pelvic pain may occur within consumers under essure use. Based on a positive temporal relationship and the lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident due to the surgical procedure required. In addition, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain / severe pelvic pain') and dysmenorrhoea ('painful menstruation / dysmenorrhea (cramping)') in a 26-year-old female patient who had essure (batch no. A61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's medical history included multigravida, parity 4 (B)(6) 2006, (B)(6) 2008, (B)(6) 2011, (B)(6) 2013, premature delivery, acid reflux (oesophageal), bipolar disorder, influenza, pap smear abnormal, human papilloma virus infection, gerd, smoker, hypothyroidism, cholecystectomy, vulvovaginal candida and cervical dysplasia. (B)(6) 2013 : urine pregnancy : component: hcg, urine -negative. Specimen : uterus and fallopian tubes, hysterectomy with bilateral salpingectomy clinical data: primary dysmenorrhea, chronic pelvic pain. Gross description: uterine corpus: 6.5 x 6 x 4.5 cm. Cervix: 3.5 cm in length by 3.5 cm in diameter. The ectocervix is tan and smooth with a 1.8 cm linear os. Endometrial cavity findings: the endometrium is lush and polypoid, measuring up to 0.6 cm thick. There are multiple probable polyps up to 2 cm in greatest dimensions that do not involve the myometrium. Myometrium findings: trabeculated and up to 3 cm thick. There are no masses or lesions. Right tube: fimbriated 8.5 x 0.6 cm. Sections are unremarkable left tube: fimbriated 8.5 x 0.6 cm. Sections are unremarkable other findings : both fallopian tubes insertion sites demonstrated a 2.5 x 0.1 cm, silver, metallic, coiled wire that appears normally in place. Previously administered products included for bipolar disease: venlafaxine; for herpes suppression: acyclovir; for an unreported indication: omeprazole. Concurrent conditions included fibromyalgia since 2011, obesity, uterine enlargement and anesthesia. Concomitant products included aripiprazole (abilify) for bipolar disorder as well as ibuprofen from (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"), 3 years 1 month after insertion of essure. In (B)(6) 2016, the patient experienced nausea ("nausea"), fatigue ("fatigue/ tiredness") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced depression ("depression / psychological or psychiatric problem- condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced back pain ("severe lower back pain"), pain ("mild whole body pain"), alopecia ("hair loss") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, migraine, vaginal discharge and alopecia had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, headache, nausea, back pain, pain, fatigue, weight increased, anxiety and hypersensitivity outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 220 lbs. She did not allege that essure caused birth defects. She received treatment for pelvic pain, dysmenorrhea , dyspareunia, abnormal vaginal bleeding, menorrhagia and back pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Pathology test - on (B)(6) 2016: final pathology diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix : -no significant abnormality endometrium : -multiple endometrial polyps -secretory pattern -negative for hyperplasia or malignancy myometrium : -no significant abnormality fallopian tubes: -no significant abnormality -essure coils identified in proper location. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea, chronic pelvic pain, dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / severe pelvic pain") and dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)") in a 26-year-old female patient who had essure (batch no. A61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's medical history included multigravida, parity 4 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2011, (B)(6) 2013), premature delivery, acid reflux (oesophageal), bipolar disorder, influenza, pap smear abnormal, human papilloma virus infection, gerd, smoker, hypothyroidism, cholecystectomy, vulvovaginal candida and cervical dysplasia. (B)(6) 2013: urine, pregnancy: component: hcg, urine -negative, specimen : uterus and fallopian tubes, hysterectomy with bilateral salpingectomy clinical data: primary dysmenorrhea, chronic pelvic pain, gross description: uterine corpus: 6.5 x 6 x 4.5 cm. Cervix: 3.5 cm in length by 3.5 cm in diameter. The ectocervix is tan and smooth with a 1.8 cm linear os. Endometrial cavity findings: the endometrium is lush and polypoid, measuring up to 0.6 cm thick. There are multiple probable polyps up to 2 cm in greatest dimensions that do not involve the myometrium. Myometrium findings: trabeculated and up to 3 cm thick. There are no masses or lesions. Right tube: fimbriated 8.5 x 0.6 cm. Sections are unremarkable left tube: fimbriated 8.5 x 0.6 cm. Sections are unremarkable other findings : both fallopian tubes insertion sites demonstrated a 2.5 x 0.1 cm, silver, metallic, coiled wire that appears normally in place. Previously administered products included for bipolar disease: venlafaxine; for herpes suppression: acyclovir; for an unreported indication: omeprazole. Concurrent conditions included obesity, uterine enlargement, anesthesia and fibromyalgia since 2011. Concomitant products included aripiprazole (abilify) for bipolar disorder as well as ibuprofen from (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"), 3 years 1 month after insertion of essure. In (B)(6) 2016, the patient experienced nausea ("nausea"), fatigue ("fatigue/ tiredness") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced depression ("depression / psychological or psychiatric problem- condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced back pain ("severe lower back pain"), pain ("mild whole body pain") and alopecia ("hair loss"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, migraine, vaginal discharge and alopecia had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, headache, nausea, back pain, pain, fatigue, weight increased and anxiety outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 220 lbs. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Pathology test - on (B)(6) 2016: final pathology diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix : -no significant abnormality endometrium : -multiple endometrial polyps -secretory pattern -negative for hyperplasia or malignancy myometrium : -no significant abnormality fallopian tubes: -no significant abnormality -essure coils identified in proper location. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea, chronic pelvic pain, dyspareunia" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2019: pfs received : outcome of event, "cramping" was changed to "recovered/resolved". Concomitant medication was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pelvic pain/severe pelvic pain') and dysmenorrhoea ('painful menstruation/dysmenorrhea (cramping)'). In a 26-year-old female patient who had essure (batch no. A61941), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did you undergo an essure confirmation test? No". The patient's medical history included: multigravida, parity 4 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2011, (B)(6) 2013), premature delivery, acid reflux (oesophageal), bipolar disorder, influenza, pap smear abnormal, human papilloma virus infection, gerd, smoker, hypothyroidism, cholecystectomy, vulvovaginal candida and cervical dysplasia. On (B)(6) 2013, urine pregnancy: component: hcg, urine -negative. Specimen uterus and fallopian tubes, hysterectomy with bilateral salpingectomy. Clinical data: primary dysmenorrhea, chronic pelvic pain. Gross description: uterine corpus: 6.5 x 6 x 4.5 cm. Cervix: 3.5 cm in length by 3.5 cm in diameter. The ectocervix is tan and smooth with a 1.8 cm linear os. Endometrial cavity findings: the endometrium is lush and polypoid, measuring up to 0.6 cm thick. There are multiple probable polyps up to 2 cm in greatest dimensions that do not involve the myometrium. Myometrium findings: trabeculated and up to 3 cm thick. There are no masses or lesions. Right tube: fimbriated 8.5 x 0.6 cm. Sections are unremarkable; left tube: fimbriated 8.5 x 0.6 cm. Sections are unremarkable. Other findings: both fallopian tubes insertion sites demonstrated a 2.5 x 0.1 cm, silver, metallic, coiled wire that appears normally in place. Previously administered products, included for bipolar disease: venlafaxine; for herpes suppression: acyclovir; for an unreported indication: omeprazole. Concurrent conditions included: fibromyalgia since 2011, obesity, uterine enlargement and anesthesia. Concomitant products included: aripiprazole (abilify) for bipolar disorder as well as ibuprofen from (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"), (B)(6) years (B)(6) month after insertion of essure. In (B)(6) 2016, the patient experienced nausea ("nausea"), fatigue ("fatigue/tiredness") and vaginal discharge ("vaginal discharge"). And was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced depression ("depression/ psychological or psychiatric problem, condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced back pain ("severe lower back pain"), pain ("mild whole body pain"), alopecia ("hair loss"). And hypersensitivity ("allergic reaction"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, migraine, vaginal discharge and alopecia had resolved. And the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, headache, nausea, back pain, pain, fatigue, weight increased, anxiety and hypersensitivity outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 220 lbs. She did not allege that essure caused birth defects. She received treatment for pelvic pain, dysmenorrhea, dyspareunia, abnormal vaginal bleeding, menorrhagia and back pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 33.5 kg/sqm. Pathology test: on (B)(6) 2016, final pathology diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy. Cervix : no significant abnormality. Endometrium: multiple endometrial polyps, secretory pattern. Negative for hyperplasia or malignancy myometrium: no significant abnormality. Fallopian tubes: no significant abnormality. Essure coils identified in proper location. Concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea, chronic pelvic pain, dyspareunia. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / severe pelvic pain") and dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)") in a 26-year-old female patient who had essure (batch no. A61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's past medical history included gravida ii, parity 4 ((B)(6) 2006,(B)(6) 2008, (B)(6) 2011, (B)(6) 2013), premature delivery, acid reflux (oesophageal), bipolar disorder, influenza, pap smear abnormal, human papilloma virus infection, gerd, smoker, hypothyroidism, cholecystectomy, vulvovaginal candida and cervical dysplasia. Previously administered products included for bipolar disease: venlafaxine; for herpes suppression: acyclovir; for an unreported indication: omeprazole. Concurrent conditions included obesity, uterine enlargement and anesthesia. Concomitant products included aripiprazole (abilify) for bipolar disorder. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain, dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), back pain ("severe lower back pain"), pain ("mild whole body pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, migraine, vaginal discharge and alopecia had resolved and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, headache, nausea, back pain, pain, fatigue and weight increased outcome was unknown. The reporter considered alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 220 lbs. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. (B)(6) 2013 : urine pregnancy : component: hcg, urine -negative. (B)(6) 2016 : surgical pathology report : final pathology diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix : -no significant. Abnormality endometrium : -multiple endometrial polyps -secretory pattern -negative. For hyperplasia or malignancy myometrium : -no significant abnormality fallopian tubes: -no significant abnormality -essure coils identified in proper location. Specimen : uterus and fallopian tubes, hysterectomy with bilateral salpingectomy. Clinical data: primary dysmenorrhea, chronic pelvic pain. Gross description: uterine corpus: 6.5 x 6 x 4.5 cm. Cervix: 3.5 cm in length by 3.5 cm in diameter. The ectocervix is tan and smooth with a 1.8 cm linear os. Endometrial cavity findings: the endometrium is lush and polypoid, measuring up to 0.6 cm thick. There are multiple probable polyps up to 2 cm in greatest dimensions that do not involve the myometrium. Myometrium findings: trabeculated and up to 3 cm thick. There are no masses or lesions. Right tube: fimbriated 8.5 x 0.6 cm. Sections are unremarkable left tube: fimbriated 8.5 x 0.6 cm. Sections are unremarkable other findings : both fallopian tubes insertion sites demonstrated a 2.5 x 0.1 cm, silver, metallic, coiled wire that appears normally in place. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea, chronic pelvic pain, dyspareunia." Most recent follow-up information incorporated above includes: on 26-feb-2018: "abnormal vaginal bleeding, abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), depression, migraines, headaches, nausea, severe lower back pain, mild whole body pain, fatigue, vaginal discharge, weight gain, hair loss, did you undergo an essure confirmation test- no", lot number, reporter, historical condition added from pfs. Historical and concomittant condition,lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain / severe pelvic pain') and dysmenorrhoea ('painful menstruation / dysmenorrhea (cramping)') in a 26-year-old female patient who had essure (batch no. A61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's medical history included multigravida, parity 4 ((B)(6) 2006,(B)(6) 2008, (B)(6) 2011, (B)(6) 2013), premature delivery, acid reflux (oesophageal), bipolar disorder, influenza, pap smear abnormal, human papilloma virus infection, gerd, smoker, hypothyroidism, cholecystectomy, vulvovaginal candida and cervical dysplasia. (B)(6) 2013 : urine pregnancy : component: hcg, urine -negative specimen : uterus and fallopian tubes, hysterectomy with bilateral salpingectomy clinical data: primary dysmenorrhea, chronic pelvic pain gross description: uterine corpus: 6.5 x 6 x 4.5 cm. Cervix: 3.5 cm in length by 3.5 cm in diameter. The ectocervix is tan and smooth with a 1.8 cm linear os. Endometrial cavity findings: the endometrium is lush and polypoid, measuring up to 0.6 cm thick. There are multiple probable polyps up to 2 cm in greatest dimensions that do not involve the myometrium. Myometrium findings: trabeculated and up to 3 cm thick. There are no masses or lesions. Right tube: fimbriated 8.5 x 0.6 cm. Sections are unremarkable left tube: fimbriated 8.5 x 0.6 cm. Sections are unremarkable other findings : both fallopian tubes insertion sites demonstrated a 2.5 x 0.1 cm, silver, metallic, coiled wire that appears normally in place. Previously administered products included for bipolar disease: venlafaxine; for herpes suppression: acyclovir; for an unreported indication: omeprazole. Concurrent conditions included fibromyalgia since 2011, obesity, uterine enlargement and anesthesia. Concomitant products included aripiprazole (abilify) for bipolar disorder as well as ibuprofen from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"), 3 years 1 month after insertion of essure. In (B)(6) 2016, the patient experienced nausea ("nausea"), fatigue ("fatigue/ tiredness") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced depression ("depression / psychological or psychiatric problem- condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced back pain ("severe lower back pain"), pain ("mild whole body pain"), alopecia ("hair loss") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, migraine, vaginal discharge and alopecia had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, headache, nausea, back pain, pain, fatigue, weight increased, anxiety and hypersensitivity outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 220 lbs. She did not allege that essure caused birth defects. She received treatment for pelvic pain, dysmenorrhea , dyspareunia, abnormal vaginal bleeding, menorrhagia and back pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Pathology test - on (B)(6) 2016: final pathology diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix : -no significant abnormality endometrium : -multiple endometrial polyps -secretory pattern -negative for hyperplasia or malignancy myometrium : -no significant abnormality fallopian tubes: -no significant abnormality -essure coils identified in proper location. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea, chronic pelvic pain, dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New event "allergic reaction" was added, reporter causality comment was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a plaintiff who had essure inserted and experienced severe pelvic pain. She underwent removal of her essure device by total hysterectomy, three and a half years after insertion. Pelvic pain is anticipated in essure's reference safety information. Pelvic pain may occur within consumers under essure use. Based on a positive temporal relationship and the lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident due to the surgical procedure required. In addition, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.